Event description:
It was reported that during an infusion on a patient, nurse went into room to check on patient and found the pump had stopped infusing and was now off. There was no resultant patient complications.